Event description:
The customer obtained higher than expected vitros ipth quality control results (level 2= 106.75, 106.97, 106.74 vs. Expected 68.6 pg/ml; level 3= 2064.75, 2001.58, 2177 vs. Expected 1400 pg/ml) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected quality control results were obtained for vitros ipth on a vitros eciq immunodiagnostic system. There was no indication that an instrument or reagent issue contributed to the event. The likely assignable cause for this event is user error related to pre-analytical calibrator and qc fluid handling.